Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose level was impacted, displaying a "high" reading on their continuous glucose monitor. To address the high bg level, the customer administered a corrective injection via multiple daily injections and did not require assistance from a third party. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.